Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction. Do not cantilever the guide during removal from plate as it can damage locking mechanism. When screws are fully inserted within the allowed range of angulation, the spring bar can then expand over the screw head. The root cause of the reported event is most likely due to overangulation of the screw as reported.

Event description:
Physician reported that the locking wing of an aviator assy three level plate size 54 bent when the surgeon removed the plate intra-operatively.

Manufacturer narrative:
Device has been explanted but will not be returned.

Event description:
Physician reported that the locking wing of an aviator assy three level plate size 54 bent when the surgeon removed the plate intra- operatively.